Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 10. Details of surgery: sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling and abscess. No further patient complications were reported.